Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A field service engineer from olympus visited the customer to perform device testing. During testing, the field service engineer could not duplicate the reported issue. However, it was noted that dust adhesion inside the main unit was observed. The device has been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite xenon light source caused sandstorm noise and then caused the image to go black. The customer reported when the device was used again, an image was present but the patient information usually shown on the right side was missing. The customer reported this issue was found during inspection prior to use. There was no impact to patient and no impact to procedure. The customer could not confirm any other procedural information. No adverse effects to patient reported. This report is related to patient identifier (B)(6) ( cv-290 evis lucera elite video system center sn (B)(6)).